Manufacturer narrative:
Actual device reported in complaint has not been received. (B)(4) is currently under recall # z-1445-2011 and lot d027014 is included in the recall.

Event description:
Air in line alarms using sets. No samples are available for return. No patient injury.